Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's global technical service center requesting assistance in ending therapy while on the homechoice device during dwell. The homepatient (hp) stated that his transfer set broke loose from the patient line and he would need to contact the nurse (rn) tomorrow. The technical service representative (tsr) assisted the hp to end therapy and remove supplies. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated he did not notice any visible damage or abnormalities with his transfer set or the patient line. The hp stated he was not sure how the separation took place. The hp stated the separation took place late at night, before his wife was about to clean his exit site. The hp discovered the separation because he was wet. The hp had to go to the clinic to have his transfer set replaced. Per the hp, his nurse gave him prophylactic antibiotics. The hp stated he was able to resume therapy successfully with new supplies the next day. The hp stated there had been no infection since this event occurred. No patient injury or medical intervention was indicated at the time of the initial report. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The transfer set is still in use, therfore the sample is not available. Should additional information become available, a follow up MDR will be submitted.